Event description:
A customer observed imprecise among qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the precision of the sys did not meet expectations. A field engineer performed preventative maintenance, including cleaning the incubator. Following the service actions, the analyzer was restored to expected operation. The root cause of the event was instrument related.